Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.2 diopter -9.0/+2.0/093 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the lens to have a curved shape and presence of residue on the lens surface. (B)(4).